Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be corrosion. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy procedure, the device overheated while on oscillating mode and made a sound that made it uncomfortable to hold. No reported patient injuries. No other complications were noted.